Event description:
The customer reported no image on screen. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage control cable. This MDR is related to ge healthcare complaint.